Event description:
During attempt at reversal of colostomy, ethicon 29 mm eea non powered was used. The expiration date was verified to the year of 2025. It was 1 of the last two available in the hospital that was non powered. The eea misfired after appropriate use per manufacturer. It did not release the tissue despite opening the anvil and spike area after firing. A large tear in the rectal stump was identified. The patient could not be reversed due to this misfire. FDA safety report ID# (B)(4).